Event description:
It was reported that during a stenting treatment procedure, the stent shifted on the delivery device. The stenosed target lesion was located in the calcified bifurcation of the aorta and the left common iliac. The physician advanced the 8x21 sentinol biliary stent system to the lesion. While attempting to position the device, it appeared the stent was not lined up with the radiopaque markers correctly. The device was exchanged for another of the same device and the procedure was completed. There were no patient complications and the patient's condition was reported as ok.

Event description:
It was reported that during a stenting treatment procedure, the stent shifted on the delivery device. The stenosed target lesion was located in the calcified bifurcation of the aorta and the left common iliac. The physician advanced the 8x21 sentinol biliary stent system to the lesion. While attempting to position the device, it appeared the stent was not lined up with the radiopaque markers correctly. The device was exchanged for another of the same device and the procedure was completed. There were no patient complications and the patient's condition was reported as ok.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: microscopic inspection of the returned device revealed the stent had migrated forward. The distal end of the stent was under the outer sheath marker band. A gap was found between the fixed bumper and the proximal end of the stent. A shaft kink was noted at approximately 3.5cm from the edge of the exterior hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).